Manufacturer narrative:
E1 - initial reporter establishment name -(B)(6). E1 - address 1 - (B)(6) the device was returned to olympus for inspection and the reported failure was not confirmed. Based on the results of the investigation, a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gastrointestinal videoscope had blackout with no image. The issue was found during reprocessing. There were no reports of patient involvement.